Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box was reviewed from (B)(4) 2012 to (B)(4) 2012 with no evidence of rebooting observed. The battery cap was able to tighten securely to the pump with no visible yellow o-ring. The pump powers on normally. The pump was exercised for 24 hours with no power loss occurring. The complaint regarding power loss could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the keypad was detached from the pump. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast keypad button is unresponsive. An unresponsive contrast button is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions.

Event description:
The reporter stated there was no power to the pump. It was indicated that the batteries came from two different packages and after replacing the batteries, the pump still did not have power. The pump was not available for further troubleshooting. There is no additional information available about this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.